Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a scanner issue. A field service engineer replaced the scanner cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system zebra scanner did not recognized medication. The customer reported that a malfunction occurred while trying to pull medication there were no adverse events or injuries reported based on this event.